Event description:
At about 1 year 6 months after the primary, the patient came in reporting anterior knee pain and laxity and the cause is unknown. The surgeon revised the insert (12 to 17 mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 november 2024: lot 2208371: (B)(4) items manufactured and released on 21-july-2022. Expiration date: 2027-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.